Event description:
The customer provided additional information: the date of occurrence was (B)(6) 2022 and it was noticed after using the device. The procedure was ercp (endoscopic retrograde cholangiopancreatography). There was no delay, completed with the same device, no effects on the patient., and it was combined with a 290 system (serial number unknown).

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the apical adhesive detachment was caused by stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to the finds reported, adhesive on bending section cover was detached. Adhesive on bending section cover had a crack. The switch button 1 had a cut. Light guide lens had discoloration. Connecting tube had a dent. The connecting tube, objective lens and light guide lens was scratched. The scope cover plate had peeling. Paint on air water cylinder was peeling. Objective lens had a crack. There was a chip in adhesive area between acoustic lens and ultrasound probe. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had insufficient angle of the forceps table. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the tip fixing screw adhesion was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.